Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending (lad) coronary artery that was heavily calcified and mildly stenosed. A non-abbott guide wire crossed the lesion, and the lesion was pre-dilated with multiple balloons. A xience alpine stent was advanced with resistance and failed to cross the lesion. Withdrawal of the stent delivery system (sds) was started; however, the distal edge of the stent became stuck on the guiding catheter. Trouble shooting was performed to ensure removal of the complete device and the stent became deformed, but the sds with the stent was successfully removed from the anatomy. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was placed in the lad lesion, successfully. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.